Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead implant, multiple locations were tried for acceptable thresholds but was forced to leave the lead in suboptimal position with relatively high threshold. On the next follow up the threshold was even higher, and the decision was made to replace the lead. A new lead was implanted in good position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.